Event description:
According to the physician, post procedure on (B)(6) 2008, the patient presented with complications of odor, incontinence and urgency. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced mesh erosion, vaginal erosion, infections, pelvic pain, urinary problems, vaginal pain and bleeding. All other information is unknown.

Manufacturer narrative:
The patient was reported to weigh (B)(6); however, it is unknown when this weight was taken.